Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07102. It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified 1st and 2nd right posterolateral branch and left anterior descending artery. A 1.25mm rotalink plus and a rotawire were selected for use. When the physician attempted to withdraw the burr after ablation, it was noted that the burr was stuck on the rotawire. The burr was removed together with the rotawire. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The guidewire was inspected and it has the spring tip kinked and stretched also it has the body kinked in the middle of the device. Overall length and outer dimension of the distal tip could not be measured due to the device condition. The outer diameter of the middle and proximal section of the device were within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07102. It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified 1st and 2nd right posterolateral branch and left anterior descending artery. A 1.25mm rotalink¿ plus and a rotawire were selected for use. When the physician attempted to withdraw the burr after ablation, it was noted that the burr was stuck on the rotawire. The burr was removed together with the rotawire. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was good.